Manufacturer narrative:
The reported events were lead dislodgement and high capture threshold. A complete lead was returned in one piece with helix retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The reported event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies except for damages consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was dislodged. An attempt to reposition the lead was made but capture thresholds were still high so the atrial lead was explanted and replaced. The patient was stable.